Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v383942, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient fell a while ago and the leads dislocated. The system was still implanted, but not in use at the time of the report. No interventions were reported, so additional information was requested. If additional information is received a supplemental report will be sent.